Event description:
The pump was removed due to impaired healing secondary to titanium allergy. The patient's body "just would not accept it" and "it burned her abdominal musculature and fascia pretty severely" before it was removed. Further information is being requested from the hcp.

Manufacturer narrative:
(B) (4).